Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited high threshold with atrial pacing burden. The atrial lead was capped, and a new lead was replaced on (B)(6) 2026. During the procedure, the new replacement atrial lead exhibited slack issue which was noted on fluoroscopy. The patient was stable throughout the procedure.